Manufacturer narrative:
Device received with completely broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was over 400 mg/dl. The customer stated that crack to the reservoir and the reservoir was unable to lock in place. The customer was not admitted into the hospital as a result of the high blood glucose. The customer did not experiences any symptoms related to the high blood glucose. The customer was treated with the manual injection. The insulin pump will be returned for analysis.